Event description:
Nurse attempted to re-infuse blood from auto vac into the bag and upon depressing the blue button there was no suction to activate flow of blood. Had charge nurse attempt to do procedure also, nothing worked for this nurse. 600 cc of blood was not able to be re-infuseddevice was discarded. Education was provided related to the need to save and sequester such devices

Event description:
Nurse attempted to re-infuse blood from auto vac into the bag and upon depressing the blue button there was no suction to activate flow of blood. Had charge nurse attempt to do procedure also, nothing worked for this nurse. 600 cc of blood was not able to be re-infuseddevice was discarded. Education was provided related to the need to save and sequester such devices